Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the malfunction was caused by a broken sdi cable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To resolve the problem, the user facility connected a different serial digital interface (sdi) cable from the output of the olympus, model cv-190 to the monitor. Upon connecting the cable, no further problems were noted. The device was evaluated by an olympus field representative onsite at the user facility and the cause of the reported problem assigned to a faulty sdi cable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no video signal was produced on an external monitor in a separate room; the image was produced on the "examination monitor," however. There was no patient injury, associated with the problem, reported to olympus.